Manufacturer narrative:
(B)(4) one unit of hemodialysis catheter was returned for investigation. The extension lines were observed to be kinked severely and at multiple spots. The instructions-for-use (IFU) provided with this kit warns the user, "warning: green compression sleeve must be present when threading compression cap onto hub connection assembly. Failure to do so may result in air embolism, blood loss, or catheter separation. Precaution: ensure compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation." No additional information was received from the customer on this reported failure. A device history record review was performed, and no relevant findings were identified. Based on the information, the most likely root cause of the issue is unintentional user error. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " on (B)(6) 2025, the luer hub/fitting has crack during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00327, 9680794-2025-00504, 9680794-2025-00503, and 9680794-2025-00502.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "(B)(6) 2025, the luer hub/fitting has crack during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00327, 9680794-2025-00504 and 9680794-2025-00502.